Event description:
The customer reported that the collimation closed, the image was reduced. The field engineer noted that the collimator did not open enough. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.